Event description:
It was reported that 2 bd ultra-fine¿ short needle insulin syringes had illegible label packaging. The following information was provided by the initial reporter: "the one with two syringes the date and lot numbers are not legible."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 13-jul-2022. H6: investigation summary: customer returned (2) blisterpacks for 1ml bd insulin syringes from lot# 1145948. The customer reported the one packet it empty and another has two syringes jabbed into the one sleeve, and the date and lot numbers are not legible. The samples were examined, and the following was observed: the partially open blisterpack featured a small indentation nearest where the lot information is printed ¿ this would make it difficult to see the printed information easily. A review of the device history record was completed for batch# 1145948. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.

Event description:
It was reported that 2 bd ultra-fine¿ short needle insulin syringes had illegible label packaging. The following information was provided by the initial reporter: "the one with two syringes the date and lot numbers are not legible."